Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the c300 intra-aortic balloon pump (iabp) had blood detected.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood detected. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that while removing the balloon from the patient, the cs300 intra-aortic balloon pump (iabp) had blood detected. The balloon punctured. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: e1-event site postal code- (B)(6). It was reported that during use, the cs300 intra aortic balloon pump (iabp) had a blood back. A getinge field service engineer was dispatched to investigate the issue. After evaluating the unit, the fse found the following parts to be contaminated with blood: safety disk, crm, purge valve and blood detection tube. In order to solve the issue, the fse replaced the following parts: purge valve assembly (0104-00-0026), safety disk (0997-00-0985-01), assy crm english (0997-00-098) and blood detect tubing (0008-00-0312). The fse then performed all functionality tests. The unit was then returned to the customer and cleared for clinical use.